Event description:
Procedure type: hysterectomy. According to the reporter: allegedly, the pt was bleeding 2 weeks post-operatively and returned to the hospital with her blood pressure 60/30 and her heart rate was 122 after initial emergency surgery. The surgeon made reference to the possibility of the sutures dissolving too quickly, but in a subsequent letter dated (B)(6) 2010 stated that he "did not mention the premature dissolution of the suture as my main hypothesis to her problem. I mentioned this as one of several possibilities. I personally do not believe it was the suture."

Manufacturer narrative:
(B)(4).